Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urgency, urinary tract infection, urinary frequency and dysuria. It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and prolene soft mesh was implanted. It was reported that the patient concurrently underwent autologous rectus sling.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, urethral obstruction, urinary incontinence; concurrent procedures-harvest anterior rectus fascia, abdominal sacral colpopexy, urethral lysis, cystoscopy. It was reported that patient also had ams straight-in shaft, ams screw, ams influence invance implanted on (B)(6) 2003.